Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. They were unable to confirm the compromised force sensor system alarm due to the motor error alarm. The pump passed the displacement test, self test, and unexpected restart error test. The pump passed all operating currents tested within the specification range and passed the off no power test. It was noted that the pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a crack on the display window, and a severely scratched display window.

Event description:
The customer reported via phone call that he went to prime the insulin pump and received a compromised force sensor system alarm. Customer's blood glucose was 74 mg/dl at the time of the incident. Customer stated that he lost his balance working on a deck and fell on his pump about 5 days ago on (B)(6) 2016. Customer stated that the drive support cap is protruded. Customer does not recall pressing on the cap. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.